Event description:
It was reported that this non boston scientific right ventricular lead was surgically abandoned due to a product performance issue. Another lead was implanted instead. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).